Manufacturer narrative:
Additional information was added to b5, h6 and h11: b5: during follow up, it was clarified that there was a separation between the female connector and main body of the minicap transfer set (previously submitted as connection issue). The transfer set was replaced because of the issue. Update made to f10/h6: medical device problem codes: a0501 (previously submitted as a1204) update made to f10/h6: component codes: g04070 added. H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. The photograph was reviewed and showed the female connector separated from the main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a minicap transfer set due to unspecified damage to the set. The transfer set could not be disconnected from the patient line of the cassette after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.